Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: malfunctions of the fuse and transformer, output connector malfunction. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that the event, failure to power on occurred due to the malfunctions of the fuse and transformer, and for the event light did not illuminate, occurred due to output connector malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the halogen light source had no lighting and the console did not power on. The issue occurred during reprocessing. There were no reports of patient involvement.